Event description:
No additional information provided at this time.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Correction: this report is being submitted retrospectively per FDA request. The information in this report was previously submitted on 26sep2018 on a report with an incorrect follow up number 5. Therefore, this report is being submitted as a correction follow up number 3. Additional information: investigation: it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating 'tulip, unable to be retrieved, embedded, pain, scarring ,vc + organ perforation, dvt'. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. A filter that is embedded in the wall of the ivc may be difficult to retrieve. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain/discomfort is directly related to the filter. Unknown if the reported scarring is directly related to the filter and unable to identify corresponding failure mode(s) at this time. Unknown if the reported peripheral vein thrombosis is directly related to the filter and unable to identify a corresponding failure mode at this time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
Patient alleges vena cava perforation, organ perforation, and device embedded. Patient further alleges pain and injuries without further explanation.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be provided upon conclusion. William cook europe initially reported event under MFR report #3002808486-2016-00630. New information was received identifying that the product was a cook inc.

Event description:
This additional information received on 08/09/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2011 due to deep vein thrombosis (dvt). Plaintiff is alleging device is unable to be retrieved, pain, scarring. Additional information provided determined that this device was manufactured by cook inc.

Manufacturer narrative:
Investigative evaluation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "tulip, device is unable to be retrieved, pain, scarring". Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. It is unknown if the reported pain, scarring is directly related to the filter and unable to identify a corresponding failure mode at this point in time. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Event description:
Plaintiff allegedly received an implant on (B)(6) 2011 due to dvt. Plaintiff is alleging device is unable to be retrieved, pain, scarring.